Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent vaginal hysterectomy and transvaginal mesh removal on (B)(6) 2015 by dr. (B)(6), md due to stage iii uterovaginal prolapse and transvaginal mesh exposure. It was reported that following insertion the patient experienced urinary frequency, urinary urgency and incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, bleeding, and vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia and urinary retention.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to sui and cystocele.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.